Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser switched from stand by mode from ready mode during a retinal procedure. The staff was able to move the system back to ready mode to complete the case successfully. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and found related system messages (sm) in the event log, but was unable to replicate the reported event. The sm ¿no laser footswitch is connected¿, ¿laser controller footswitch removed in ready state¿, and ¿laser controller footswitch disconnected while firing¿. The interface extender printed circuit board (pcb), the rear interface cable, and the footswitch were replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on september 21, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).